Event description:
A report was received that the patient had a potential infection. Symptom of persistent low grade fever was noted. It was also stated that the patients ipg site was warm, painful to touch and bruised. No further information could be obtained.